Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged particles in the device, eye irritation, throat irritation. There was no report of serious or permanent patient harm or injury. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer and found evidence of slight dust-like and fibrous contamination on the blower outlet seal and drybox seal, bio contamination on the flip lid seal, fibrous-like contamination in the humidifier enclosure, unknown particulate contamination in the tubing connector. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 instance of e-53 on the error logged. The manufacturer confirmed there was no evidence of sound abatement foam degradation.